Event description:
Patient's spouse reported the patient is experiencing shocking sensations and stated it is affecting the operation of the patient's cardiac device. The manufacturer advised the patient to turn off the device and contact their physician. Emergency medical team arrived at the house and took the patient to the hospital. No report of explantation at this time. Manufacturer attempted to contact hcp for more information. A follow up report will be sent if additional information is received.